Manufacturer narrative:
The sections have been updated accordingly. Additional information was received that indicated that the device malfunction was a kink in the device. We evaluated the event and we do not consider this event reportable. Should we receive any additional information that changes our reporting decision we will file a report.

Event description:
As reported the physician reported at the moment of using the product in the patient a fracture was evident. There was no patient injury reported and the product will be returned for analysis. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the device. The device was stored in the storage warehouse of the logistics operator. The product was stored there less than a month before it was distributed to the cath lab. There was no difficulty removing the product from the package. At the moment of removing the device, the fracture was evident. The damage occurred on the date of the report. The fracture reported was confirmed to be catheter bent at the tip. No force was used since the bend was evident before using it in the patient. The catheter was not broken in any pieces. The procedure was completed successfully. Patient outcome was successful.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17658119 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the physician reported at the moment of using the product in the patient a fracture was evident. There was no patient injury reported and the product will be returned for analysis. Additional information has been requested.